Manufacturer narrative:
Heartsine has made multiple attempts to contact the customer regarding the status of their device, but no response has been received from the customer. The device was not returned to heartsine for investigation. No additional information will be forthcoming at this time. The cause of the reported issue could not be determined. If the device is returned to the manufacturer the investigation will be reopened. H3 other text : device not returned for evaluation.

Event description:
The distributor contacted heartsine to report that their device was not providing voice prompts. Absence of voice prompts may lead to an inability understanding how to use the device correctly. This could result in adverse consequences. There was no patient involvement reported with this event.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt, the device did not provide audio prompts. This fault was attributed to a damaged speaker wire. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The distributor contacted heartsine to report that their device was not providing voice prompts. Absence of voice prompts may lead to an inability understanding how to use the device correctly. This could result in adverse consequences. There was no patient involvement reported with this event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The distributor contacted heartsine to report that their device was not providing voice prompts. Absence of voice prompts may lead to an inability understanding how to use the device correctly. This could result in adverse consequences. There was no patient involvement reported with this event.